Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Certas plus (ID 823842) has been returned for evaluation. Device history record (DHR) - the product code 82-3842 with lot cnfcmt, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected and no defects were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no occlusion issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823842) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2012 with 80mmh2o. On (B)(6) 2023, the set pressure was lowered from 80 mmh2o to 40 mmh2o, but ventricular enlargement did not improve. On (B)(6) 2023, shunt imaging was performed. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.